Event description:
Citation: puffer et al. Patency of the ophthalmic artery after flow diversion treatment of paraclinoid aneurysms. J neurosurg. 116:892-896, 2012. (Http://thejns.org/doi/abs/10.3171/2011.11.jns111612) medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: 19 patients with 20 paraclinoid aneurysms were treated with pipeline embolization device (ped). In all patients a ped was placed across the ostium of the ophthalmic artery while treating the target aneurysm. 1) 3 patients experienced a change in their ophthalmic artery flow immediately following ped placement: 1 patient experienced immediate slowing of antegrade filling (also occluded at 6month post procedure, captured in #3 below); 1 patient had retrograde flow through the ophthalmic branch from external carotid collaterals initially (patent at 1 year post procedure); and 1 patient experienced slow flow (patent at 6 month post procedure). 2) 1 patient experienced asymptomatic internal carotid artery occlusion diagnosed at 6 month post procedure. 3) 4 patients had occluded ophthalmic artery and the ophthalmic artery had slow antegrade flow in 2 patients on follow-up angiography. The authors concluded that these events were well-tolerated clinically.

Manufacturer narrative:
Article website: http://thejns.org/doi/abs/10.3171/2011.11.jns111612. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for evaluation as they were likely implanted in the patients. Based on the reported information, there was no reported defect of the devices during use. The events occurred in the patients post procedure and their causes were unknown.